Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: 5668355 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-04749. It was reported that patient experienced ineffective therapy and persistent pain at ipg pocket. Reprogramming was attempted but did not restore effective therapy. No accidents, falls, trauma or weight fluctuations were noted. Surgical intervention was undertaken wherein the system was explanted.